Event description:
It was reported that the patient with this electrode had received an inappropriate shock. Review of the episode noted oversensing of myopotential noise and changes in amplitude morphology measurements. Originally, a potential electrode fracture was suspected to have been the source of the noise. X-ray imaging taken beforehand did not show any abnormalities with the system. Noise was confirmed to have been recreated during testing of the system, including tapping the header of the device. On the day of the scheduled intervention, despite following similar manipulation methods, noise was unable to have been recreated. The patient was anesthetized, the pocket was opened, the electrode mechanically manipulated, and unscrewed/re-screwed, yet no noise occurred. Following these findings, the physician decided not to replace the system. The pocket was closed, and the procedure concluded with the original system implanted, with no changes apart from temporary electrode disconnection and reconnection. The electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.